Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k023568, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k051689, k053241, k060214, k060217, k060218, k060218, k060493, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-109 a patient isolate s. Aureus was misidentified as s. Epidermidis, the user noted that a corrected reported was made to the provider. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of staphylococcus aureus as staphylococcus epidermidis when using phoenix panel pmic/ID-109 (catalog number 448609) batch number 4123688. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show s. Aureus and s. Epidermidis identifications when using the complaint batch. To investigate, retention panels of the complaint batch were tested using qc isolates s. Aureus a29213 and s. Aureus a25923 on a phoenix m50 machine and evaluated for identification results. In addition, one control panel from the same material but different batch were tested using qc isolate s. Aureus a29213 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates as s. Aureus. This complaint is not confirmed. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-109 a patient isolate s. Aureus was misidentified as s. Epidermidis, the user noted that a corrected reported was made to the provider. No health impact or consequence reported.